Event description:
A patient was double skin tested in 1/22/97 and 2/21/97 in the forearms and were read as negative. The patient was treated on 3/26/97 with two formulations of collagen into the upper vermilion border, the philtrum, glabella and the mental fold. On 5/2/97, the patient began experiencing symptoms of itching, erythema, induration, and elevation of the test sites and the left mental fold. The physician diagnosed a hypersensitivity to collagen and prescribed oral benadryl on 5/2/97.